Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator was inoperable while in use on a pt. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the inspiratory module emi ii printed circuit board assembly (pcba) and analog interface printed circuit board assembly (pcba). The unit passed extended self-testing.